Event description:
Found unit on crash cart with the mode switch in the defib position, ac charging light on, power cord plugged into the outlet, battery correctly installed and with no display. Turned switch to monitor off and pacer modes and still no display.